Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to the corroded motor home switch. They were unable to perform the displacement test due to a constant motor error alarm. They were unable to verify the compromised force sensor system alarm due to the motor error alarm at the rewind. The pump was received with a scratched lcd window, a cracked case display window corner, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump.